Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system continued to produce x-rays until the power cord was unplugged. The fe found in the error logs that there were no x-rays being produced during this incident. There is no report of death or serious injury.